Event description:
Reportedly, hardware connection and pairing problems were observed despite normal appearance and signal requirements. The subject home monitor will be returned for analysis.

Event description:
Reportedly, hardware connection and pairing problems were observed despite normal appearance and signal requirements. The subject home monitor will be returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report.